Event description:
It was reported that during central processing, the mega suturecut needle driver came with a tracking from henrty ford RMA (B)(4). There was no report of patient involvement or no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.